Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 520 mg/dl at time of incident. The customer was treated with insulin injections. The customer reported that they had air bubbles during the prime. The customer declined troubleshooting for high blood glucose. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis. Concomitant: unomedcial.